Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has "been going through some stuff." Clarification was asked and they stated they "somewhat of a dry stroke" and stated that the patient has seen his neurologist since then and stated that it seems like the only issue following the stroke is the patient's "short term memory." Caller stated the patient has been following up with neurologist since event. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Healthcare provider confirmed complications were not related to the device/therapy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturer representative reporting that the stroke was not related to the device. Nothing was related to the deep brain stimulation and no further details were needed.